Event description:
Boston scientific received information that the pacer dependant patient with this right ventricular (rv) lead reported experiencing dizziness. The patient was seen for follow up where intermittent loss of capture (loc) was observed. The local boston scientific field representative (fr) indicated that the loc was only for single beats at a time. All other lead diagnostics were normal. The fr increase rv outputs. Of note, the patient also reported symptoms of waking up on the floor and not recalling how they got there. The lead remains in service. There were no additional adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.